Event description:
It was reported that during a thyroidectomy procedure, the device's tissue pad was flaking off and falling into the pt. The site was irrigated to clean the fragments, but it was unclear if all pieces were cleaned out. Another device was used and they had the same thing happen. They used cautery to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Eval summary: the device was returned in good condition. The tissue pad was examined and normal wear was visually seen. Flaking of the tissue pad may be caused due to activation of the device while clamping without tissue being present in the entire jaw area. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b. Mfg date 06/2008. Exp date 05/2013.